Event description:
It was reported that the patient had incision sites re-evaluated and there was a slightly raised warm area in midline. It was believed that the raised area was related to the clik anchor. The patient was given preventative antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.